Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H3: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device exhibited an alarm with downstream conclusion message displayed on the screen. Per reporter the pump was connected to a patient when the error/event occurred. The continuous infusion rate was 3.3 ml/hr, total reservoir volume 150 ml and given 5 ml. Lock level: locked. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing. The method that was used to prime was cadd solis pump. Sku number for items were used during the infusion (admin set, cassette etc.) Was cadd extension set reference 21-7106-24, cassette reference number 21-7308-24. Equahield ll-2. Lot numbers for each item used (admin set, cassette etc.): cassette lot 6022069 and cadd extension lot 6012593. Additionaly, they changed the equashield both male and female piece and tested the pump without any equashield on the end and no fluid flowed through and pump alarmed again. They changed out the pump and after programming it worked correctly. The original cadd tubing was used for setting up. There was patient involvement, and no patient harm/adverse event reported.